Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe of their coulter act diff analyzer. The liquid was clear and the volume of the leak was about 20 drops and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported. No patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the rinse block vacuum line was clogged. Fse cleared the line and the leak was resolved. Repair was verified per established procedures. The cause of the leak was that the rinse block vacuum line was clogged. (B)(4).